Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: broken tip. No patient harm.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) unused sample in open packaging was received for evaluation. The received sample was noticeably bent, however the catheter tip was not broken and no other damages were observed on the returned sample. The needle of the returned sample was bent more than 2 degrees from the hub, and the protective cap exhibited scratches on the inner surface. The most likely cause of the damage observed on the sample is using an incorrect method to open the protective cap. There was no evidence of breakage as indicated in the original report. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. If additional pertinent information becomes available a follow-up report will be filed.